Manufacturer narrative:
Concomitant medical products: lombard medical aortfix; gore excluder leg (qty. 2); gore dryseal sheath (12fr); medtronic reliant balloon catheter. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a hole was discovered in a coda lp balloon catheter, thus preventing the balloon from inflating during an evar procedure. In order to treat the patient's aortic aneurysm, a competitor graft was placed below the arteries along with one competitor leg graft in each iliac artery. The coda device was then inserted through a competitor 12fr. Sheath to seal the proximal neck, junction of the leg, and the distal sealing site. During advancement of the balloon, the physician felt slight resistance at the femoral area, which was confirmed to have calcification. The physician advanced the balloon into the target site and attempted to inflate the balloon, but found that the device was unable to be inflated. After removing the balloon from the patient, a hole was discovered. Another device was attempted to be used, but was unable to inflate properly as well, which is reported under patient identifier (B)(6). Following two failed ballooning attempts with two separate devices, the physician advanced the sheath into one of the deployed leg grafts to avoid the calcification (as the physician attributes the failed attempts to the calcification). A competitor balloon catheter was placed into the sheath and the target sites were successfully sealed. The procedure was able to be completed with no adverse effects to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: the complaint facility, (B)(6) medical center, informed cook on 09jul2020 of an incident involving a coda lp balloon catheter (coda-2-9.0-35-120-32) from lot 13008276. It was reported that the balloon would not inflate during an evar procedure on (B)(6) 2020. It was communicated that the user believes that calcification in the femoral artery was the cause of the balloon damage. The patient reportedly experienced no adverse effects as a result of this incident; no additional harm was reported. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi) and quality control, as well as visual inspection and functional test of the returned device, was conducted during the investigation. One used device was returned to cook for evaluation. Upon visual inspection, biomatter was noted to be present throughout the device. No visible damage to the catheter portion of the device was observed. A functional test detected leakage when the balloon was inflated. Furthermore, a longitudinal tear was located on the proximal end of the balloon. Cook has concluded that this device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13008276) revealed no record non-conformances relevant to the failure mode. A database search found no other events associated with the reported device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, "coda® and coda® lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: ¿warnings do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Precautions: use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Product recommendations. Balloon inflation volume: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Maximum inflation volumes: for rpn coda-2-9.0-35-120-32, max. Volume is 30 cc. Instructions for use. Balloon preparation: note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. Balloon introduction and inflation: 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. How supplied. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned product, and the results of the investigation, a definitive root cause for this event was not traced to the device but rather to the patient's condition. Cook has determined that it is likely that the calcification in the patient's vessel that caused the balloon tear. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.